Event description:
Report received of an underdelivery. During testing at the user facility, the device delivered a measured volume of 18ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-ml (+/-5%), there were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.